Manufacturer narrative:
The manufacturer did not receive the explanted devices for review. As neither article nor lot number is unknown, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the pt rec'd a znn trauma implant generic on an unk date and underwent a revision surgery also on an unk date due to a breakage of the nail.